Event description:
It was reported that after the implant procedure of this right ventricular (rv) lead, it was noticed that the lead exhibited loss of capture. Furthermore, it was also noticed that the patient experienced an exit block. A repositioning procedure was successfully performed. This lead remains in service. No further adverse patient effects were reported.